Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after the left ventricular (lv) lead was implanted, it was discovered that there was a one centimeter long, glossy, grey, hourglass shaped polymer affixed around the entire diameter of the lead. The suspect piece could not be moved up or down the lead body and appeared heated or shrink wrapped to the lead body. This piece was on the outside of the lead only. All electrical parameters of the lead appeared to be functionally normally and fully fixated in place. The lead remains implanted and in use. No patient complications have been reported as a result of this event.